Event description:
It was reported that the patient stated that swelling in left arm and neck area. The patient talked to the heart medical doctor and had told the patient to talk to the family medical doctor. The patient went to emergency room last night and the nurse told the patient "this is from the pacemaker". The physician was contacted and during two visits the patient did not complain of swelling. The device was noted to be functioning normally. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.